Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05001.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of a 29mm sapien 3 valve, on aortic position by transfemoral approach. The patient had an annular area of 860mm2, but not a good surgical candidate so it was decided to implant a 29mm sapien 3 valve with +5cc volume added. The first valve was deployed too aortic, approximately 100/0, and there was moderate+ ai noted on root angio. It was decided to implant a second 29mm sapien 3 valve in lower position, also +5cc volume added, which they did successfully and reduced the ai to mild. The patient was discharged home doing well, however at 30 day follow up the patient was showing symptoms of soboe and the ai was moderate on echo, so it was decided to surgically remove the sapien 3 valves and implant the surgical valve in replacement. The patient has been discharged home and doing well currently.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of unknown regurgitation was unable to be confirmed due to unavailability of relevant imagery and returned device. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, it is possible that under- expanded valve can make the leaflets coaptation inadequate potentially resulting in regurgitation. As reported, ''the first valve was deployed too aortic, approximately 100/0, and there was moderate+ ai noted on root angio. They decided to implant a second 29mm sapien 3 valve in lower position, also +5cc volume added, which they did successfully and reduced the ai to mild. However at 30 day follow up the patient was showing symptoms of soboe and the ai was moderate on echo, so it was decided to surgically remove the sapien 3 valves and implant the surgical valve in their place''. In this case, mild regurgitation was observed after the second valve deployment. So, the deployed valve could potentially be over expanded with +5cc inflation volume at the initiate of deployment. Over inflated valve could over stretch the leaflets resulting in improper coaptation of valve. And the regurgitation could get worse over the time. As such, available information suggests that procedural factors (over expanded valve) may have contributed the complaint event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.